Manufacturer narrative:
Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). Device manufacture date: unknown as serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned. The complaint event could not be confirmed. Manufacturing record review: a manufacturing record review could not be conducted as the serial number was not provided. A search of complaints related to the production order number could not be conducted because the serial number was not provided. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Results of the investigation showed there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis optiblue itec preloaded 1-piece iol (model pcb00v) was implanted in patient¿s operative eye which caused anterior capsular tear, this lens was removed and replaced with another lens of same model. The second lens was placed which caused posterior capsule rupture. The second lens was removed and replaced with 3-piece lens. No further information provided. This report will capture information for second lens. A separate report is being submitted for the first lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).